Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during an unspecified percutaneous transluminal treatment procedure, the balloon appeared outside the markerbands. The site reports selecting a 2.5x12mm apex monorail balloon to treat an unspecified vessel. As the device was inflated, "it grew significantly out of the marker". The physician thought it looked like a 15mm or 20mm balloon. The site reports that this event did not occur at "remarkably high pressure". The procedure was completed with this device. No patient complications were reported and the patient's status is fine.